Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line), which occurred on the homechoice (hc) during dwell 3 of 4. The home patient (hp) was still connected and the supply bag were empty, solution on heater bag only. Technical service representative (tsr) asked if any bag come undone per the hp, no. The tsr explained the alarm and helped the hp clear the alarm, by turning the hc off and on then system error 2367 occurred, the hc was turned off and on again. Per the troubleshooting performed by the tsr, the hp reported the patient was connected at the time of the alarm, that the patient did not disconnect any time prior to the alarm, that all the bags were spiked and connected, that patient line extensions were not used, that there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The hc went back to press go to start. The hp would finish with manual. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the hp (B)(6) 2012, regarding the reported problem. The hp stated that they just ended therapy on the machine for that evening. The hp stated they continued as normal the next evening on the machine without further problems. The hp stated that they checked everything to find out what caused the alarm, and they could not find anything unusual or out of place. The hp stated they no longer have the samples available for evaluation, nor do they recall the lot number of the cassettes. The hp stated that they did talk to their nurse regarding the alarm; they stated they even discussed the possible caused and they could not come across anything for their reported event. The hp stated they did not need any negative side affects due to this alarm, and therapy is going very well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.